Event description:
Patient called stating that he had a left hip replacement on(B)(6)2006 on (B)(6)2016 the hip fractured. Patient had a revision done on (B)(6)2016 . Has been in pain since, and several infections.

Manufacturer narrative:
Additional information: d1 brand name; d2 product code; d2 common device name; d4 catalog #; d4 lot #, d4 expiration date, d4 gtin; g5 PMA/510(k) #; h4 device manufacture date. Other devices listed in this report: cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: xk1j0l. Cat. No.: 500-11-60g, trident hemispherical solid back shell, lot code: 18289101. An event regarding pain and infection involving a trident liner was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on (B)(6)2017 he was noted to be "doing well" and "latent tb to recent positive ppd in rehab ... Will not treat".¿ [...] ¿on (B)(6)2017 the note states, "doing reasonably well ... Some pain laterally ... Multiple times to nih for chemotherapy ... For leukemia ... X-ray ... Well-seated without radiolucency or subsidence ... New fracture in the extended trochanteric osteotomy fragment between the second and third cable noted." On april 19, 2017 it was noted, "dull ache over lateral ... Hip ... X-ray ... Extended trochanteric osteotomy consolidation of fracture between second and third cable ... Weightbearing as tolerated." When seen on (B)(6)2017 it was noted, ''no acute distress ... Left lower extremity swelling decreased ... Fracture of eta seems to be healing." On (B)(6)2017 it was noted, "... No pain ... Walking stick for long distances ... X-ray unchanged." No documented follow-up subsequent to this visit is available.¿ [¿] ¿x-rays dated (B)(6)2017 are multiple views of the left hip, which are unchanged other than a minimally displaced fracture of the extended trochanteric osteotomy fragment between the second and third cerclage cables. X-rays dated (B)(6)2017 and (B)(6)2017 are multiple views of the left hip noting increased callus at the trochanteric fragment site, but otherwise with no change in the arthroplasty components. There is no examination of the explanted components and no surgical histopathology from the revision surgery. Based upon the information available for review, no determination can be made regarding the cause of this clinical situation occurring ten¬ and-a-half years after the primary left total hip arthroplasty was apparently functioning well." - product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot and sterile lot indicated. Conclusions: the investigation revealed that the patient was diagnosed with tuberculosis in rehab. The root cause associated with the event could not be determined. However, upon the clinical consultation the reported symptoms of pain eventually resolved post revision surgery. A trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating that he had a left hip replacement on (B)(6) 2006. On (B)(6) 2016 the hip fractured. Patient had a revision done on (B)(6) 2016. Has been in pain since, and several infections.